Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the reported error code was noted. Visual and functional tests were performed on the returned device. The reported problem could not be duplicated. The probable cause of the reported problem is defective mainboard and display. Replace the mainboard and display. The device passed all functional tests after the repair.

Event description:
It was reported that error code 41627 was displayed, the screen brightness decreased, and occlusion alarms occurred frequently. The event occurred before patient use at the facility. There was no patient involvement.